Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath and carrier tube assembly were returned mated. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted with the locator or the sheath and carrier tube assembly. Function testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. The complaint could be confirmed for pullout upon investigation. Visual and functional testing of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of "pullout' may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. No other anomalies were found that affected the functionality of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. All steps were done as usual by the experienced user. The artery was located, and the anchor was set. When clicking the sheath cap and the device sleeve together some resistance was felt. Then the device cap was pulled into rear locked position. When trying to pull back the angio-seal the whole device came out without any resistance. The angio-seal anchor was found inside the insertion sheath. Hemostasis was achieved via manual compression for 15 minutes. There was no harm to the patient. The patient's condition was stable, there were no consequences; patient was not affected. A pre-deployment angiogram was performed. It was a right femoral artery puncture. The procedure performed was a percutaneous transluminal angioplasty (pta) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. Resistance was felt when clicking the sheath cap and device sleeve together. It was an antegrade puncture and an obese patient. The estimated blood loss was less than 250cc's. There were no other devices or equipment used with the reported product.